Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity, and race. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this incident. Four patient samples were sent to the beckman coulter complaint handling unit (chu). The patients' samples were first tested neat after centrifugation for the access accutni+3 assay. The (B)(4) chu obtained an elevated result for sample 1 and three low results (within the normal reference range) for sample 2, sample 3 and sample 4. Interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of pool 1 (polymak 33 and hbr-1 which are animal derived antibodies). Ap mutein, a blocker related to alkaline phosphatase, was also tested. Interference antibodies interaction are listed in the limitations section of the access accutni+3 instructions for use. This interference testing did not detect interference since none of the blockers used modified the signal. In conclusion the investigation could not demonstrate any interference. The cause of this event could not be determined with the available information. All mdrs related to this event: 2122870-2018-00001, 2122870-2018-00002.

Event description:
The customer reported obtaining reproducible low troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 800 immunoassay systems (serial number 605545). Four (4) different samples from this same patient gave low access accutni+3 results. The results were obtained on (B)(6) 2017. This report addresses the first result obtained on (B)(6) 2017. The result was obtained at 1:18am and recovered at <0.01 ng/ml. This result is within the normal reference range of the assay. The reproducible low access accutni+3 result was released from the laboratory. The result was discrepant with the patient's clinical file as the patient was having an acute myocardial infarction and was under treatment for this condition. There was no change to the patient's treatment based on the low access accutni+3 result. Information on quality control (qc) calibration and specifics on all of the patient results was not provided for review. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 3,500 revolutions per minute (rpm) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer for this initial sample.